Event description:
A customer reported to beckman coulter, inc. (Bec) that approximately 20ml of diluent leaked from the coulter hmx hematology analyzer onto the counter. The leak appeared to be by pinch valve pv49 and was noticed after the instrument was in shutdown. The customer was wearing gloves, a lab coat, and goggles at the time of the occurrence. There was no injury or exposure to the leak. Medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. The field service engineer (fse) found that the tubing through pinch valve pv49 was leaking. The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures.

Manufacturer narrative:
Bec internal identifier for this complaint is (B)(4).